Manufacturer narrative:
A review of the returned catheter found a cracked hub which would result in leakage, confirming the complaint. CAPA c-2020-016 was previously initiated to address the problem, however, the corrective actions implemented failed to mitigate the failure. The root cause investigation has been re-opened with a new CAPA c-2021-039. The CAPA will also capture the initiative to improve the product design.

Event description:
1.9fr PICC leaking/cracking at the hub. PICC removed. New PICC placed.

Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
1.9fr PICC leaking/cracking at the hub. PICC removed. New PICC placed.